Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD implanted: (B)(6) 2016.

Event description:
It was reported that at the device change out, the left ventricular (lv) lead exhibited a high threshold and under fluoro they noted the lv lead had pulled back and was out of position. The lead was turned off. Now, an alert triggered on the implantable cardioverter defibrillator (ICD) due to low impedance on the lv lead, but it had been turned off and they had "cleared data" from the previous alert. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.